Event description:
I had a tvt procedure and rectocele repair, with insertion of a monarc sling. End of sling has eroded thru the groin tissue twice, despite re-opening and trimming, now about to come thru skin again. Low back pain on same side has been persistent, since surgery, advised this had nothing to do with sling. Dates of use: 2008. Diagnosis or reason for use: stress incontinence.